Event description:
Procedure type: lap chole. According to the reporter: the balloon popped during the case, however, it did not break into pieces. There was no report of pieces falling into the cavity. The operating time was not extended as a result. No patient injury was reported.